Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic examination and tactile inspection found no irregularities or defects. Microscopic inspection revealed a complete separation at the distal shaft and collar area. Microscopic inspection revealed that the ptfe was pulled out from the collar and attached to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft break occurred. The target lesion was located in a postero lateral artery (pla). A guidezilla¿ guide extension catheter was used to deliver a non bsc stent. However, it was noted that the non bsc stent got caught on the transition segment of the guidezilla¿. Upon removal, the guidezilla broke at the flattened area proximal to the guide extension. No patient complications were reported.